Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap and metal cap are still attached to the fiber; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the glass cap is protruding from the metal cap and can rotate off center; "fiber cap detachment" cannot be confirmed. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a surgical procedure at 213,346 joules of use, the "fiber cap detachment; tip was burnt and fiber moves inside cap". The fiber was exchanged and a second fiber was used to continue the procedure. At 112,345 joules of use, the "aiming beam fired straight out of the fiber". The procedure was completed with the second fiber. Patient outcome: "ok". There was no report of patient injury. This report is for the first fiber.